Event description:
An international customer reported an event of a "burning smell" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
The field service engineer went onsite and found the unit to be within specification. Odor/smell was not confirmed and there were no parts replaced. The medwatch report was generated prior to receipt of new information confirming the odor/smell issue was not a reportable event.

Manufacturer narrative:
Ni.